Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend the helix caused the inner conductor coil to break.

Event description:
It was reported that right atrial (ra) lead was unable to be successfully implanted due to placement difficulty and dislodgement. This lead was explanted and replaced no adverse patient effects were reported. Product investigation complete. Cathode coil fractured (necked-down) near terminal end found.